Manufacturer narrative:
The atrial lead remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.

Event description:
Boston scientific received information that during the device changeout procedure; as the right ventricular defibrillation lead was electively removed, the left ventricular and atrial leads became dislodged. The atrial lead was successfully repositioned and remains implanted with the new device. No additional adverse patient effects were reported.